Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose readings at the time of incident were 60 mg/dl or 80 mg/dl or 50 mg/dl. Customer¿s current blood glucose reading was 234 mg/dl. Customer was treated with food and glucose tablets for low blood glucose. The self test passed. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use the auto mode. The insulin pump will not be returned for analysis.